Event description:
Patient experienced high blood glucose (500 - 500 mg/dl), in 2005. They indicated that, in spite of programming extra boluses, patient was unable to successfully lower blood glucose. Reporter stated that, earlier that morning, the device appeared to be "stuck," with the entire display showing. No error messages were generated by the device. Reporter indicated that pt experienced dry mouth, and was "fuddle-headed," all day. Later that evening, pt switched to their back-up device, and supplemented normal infusion therapy with insulin injections.